Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while attempting to place the implant at tooth site #14, the internal threads were stripped.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2023-02178 that was submitted on november 13 2023 as this event was also submitted and is a duplicate of MFR report number 0001038806-2023-02212 that was submitted on november 16, 2023.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0001038806-2023-02178 that was submitted on november 13, 2023 is a duplicate of MFR report number 0001038806-2023-02212. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0001038806-2023-02212. All details associated with this event have been processed and completed under 0001038806-2023-02212 and 0001038806-2023-02212-1. Therefore no additional reports will be submitted under MFR report number 0001038806-2023-02178.